Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a blood glucose of 1093 mg/dl. It was stated that the customer was vomiting and was also disoriented. The caller stated that the customer was out of it, and did not change the infusion set. Therefore, the reservoir was empty. It was also stated that the customer's heart stopped for one or two minutes while in transit to the hospital. The customer was still in the hospital at the time of the call, and needed supplies. The caller was transferred to the correct department. Nothing further was reported.